Event description:
From staff: in the middle of a robotic-assisted prostate resection, a needle was dropped in the patient's pelvis. The procedure was not close to closing, and no counts were/ had been made. The surgeon made the decision to search robotically, and when that failed, x-ray was called in and the needle was located on the x-ray documentation. The act of actually finding the needle was still required, so the surgeon continued to search robotically. When extracting the needle was unsuccessful, the surgeon chose to search and finish the procedure open. The needle was located, successfully extracted, and the surgery was completed in a non-robotic, open fashion. Counts were correct at the end of the procedure. From op report: a v-loc stitch was placed at the posterior surface of the bladder from outside-in and then placed in the urethra from inside-out. At this point in time, it was realized that the needle broke from the suture. An attempt to identify the location of the suture with laparoscopic vision alone failed, and x-ray confirmed the position of the needle adjacent to the foley catheter. Additional attempts to identify the needle, which appeared to be close to the urethra, with laparoscopy alone did not allow to identify the needle. Therefore, the decision was to extend the lower trocar incision to provide access using a balfour tractor, in addition to a cystoscope after removal of the foley catheter. Using the cystoscope, the inner portion of the stitch/ needle was visualized, and the needle was subsequently retrieved from the abdominal side. Needle removal was complete. There was no evidence of fragmentation.